Event description:
The patient called the nurse to the room because the IV pump was leaking. Upon investigation, the nurse discovered that the IV tubing had become disconnected inside the channel during basic infusion. The tubing became disconnected at the first blue site distal to the spiked 500cc bag of d51/2. The wrapping was not able to be located for the lot number.